Event description:
It was reported that, "r and l broken sacral screws. 7.5 x 50mm x 2 monoaxial screws implanted in 2009. Failed fusion at l5-s1. Revision surgery on (B)(6) 2011 alif with removal of s1 implants and extension of fusion to l3 and iliac bolts."

Manufacturer narrative:
Additional information has been requested and if made available, will be reported in a supplemental. Method, result, and conclusion will be made available following an engineering evaluation.